Manufacturer narrative:
The 2af283 balloon catheter with lot 58516 was returned and analyzed. External visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the balloon catheter was used for seven injections. The steerability issue was observed when trying to deflect the balloon to the left. Connecting the catheter to the console revealed a kink on guide wire lumen under the balloon segment. The balloon catheter passed the performance test, and electrical integrity and impedance were within specification. Dissection and pressure testing did not show any leaks or traces of liquid or blood inside the balloon catheter. However, a guide wire lumen kink was observed 1.38 inches from the tip. The reported steerability issue was confirmed through product analysis due to the guide wire lumen kink under the balloon segment. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was unable to steer and deflect as expected. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.